Manufacturer narrative:
(B)(4) - infection. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. The international affiliate reports the following possible devices: coated vicryl plus antibacterial (polyglactin 910) product code vcp300h: batch aa8mgrp0, mfg date: 02/15/2008, exp date: 12/31/2010. Monocryl plus antibacterial sutures product code xwmcp3650g: batch ca5hdgv.

Event description:
It was reported that a pt underwent a mastectomy procedure for breast cancer on (B)(6)2010 and suture was used. Post-operatively, the pt was admitted to the hospital with oozing and discharge from the mastectomy wound, lateral end. Intravenous antibiotics, augmentin 1.2g tds, were commenced on (B)(6) 2010. The wound was dressed with inadine and cosmopore. The pt was diagnosed with questionable wound infection / small hematoma. No add'l info was provided.